Event description:
Device issue: dislodged stent. Time of device issue: prior to use. Adverse event: none. It was reported that the stent implant was found to have dislodged from the balloon during preparation. Reportedly, there was no pt involvement. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the analysis of the returned stent delivery system (sds) noted no blood or contrast visible, which is consistent with the reported info the device was not utilized during the procedure. The analysis confirmed that the stent implant had dislodged, however, it was not returned with the sds. Return of stent implant have aided the eval in determining a cause for the reported complaint. However, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, the inner diameter of the protective sheath was measured and met manufacturing specification. In this case, it is possible that handling of the product during preparation for use contributed to the reported dislodgement, though this cannot be confirmed. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, an incorrect sized sheath, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this instance, based on the info received with this complaint and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any similar incidents with this lot, suggesting that there are no lot specific product quality deficiencies. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security.